Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. The patient experenced erosion of internal bodily tissue, pelvic pain, abdominal pain, back pain, inflammation, vaginal discharge, bleeding, lack of bowel and bladder control, and dyspareunia following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse bladder and hysterectomy. The patient experienced pain, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent sling implantation concurrently with a hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.